Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and mildly calcified left forearm vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced to the lesion for dilatation. However, during the first inflation at 24 atmospheres for 30 seconds, the balloon ruptured with a pinhole leak. The balloon was removed without difficulty using the normal method, and the procedure was completed using another mustang balloon catheter of the same model. No patient complications were reported as a result of this event.